Manufacturer narrative:
(B)(4), date sent: 02/16/2021, h6: component code = mechanical (g04). The device was sent for additional evaluation. Upon arrival the retaining pin coupler not properly engaged with the push rod of the device was likely a cause of the loading technique. (Staple retainer removed prior to installation) improper engagement with retaining pin and improper loading likely caused misalignment/instability between anvil and staples/knife. Thus, causing an off-center partial cut and unformed staples.

Manufacturer narrative:
(B)(4) date sent: 05/15/2020. D4: batch # t5ej1d. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers recess below. In addition, the returned cartridge was noted to have 4 staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. The device fired without any difficulties. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please clarify how long was the delay (hours/minutes)? The delay was minutes. Was there any patient consequence or change in the post-operative care of the patient as a result of the procedure being prolonged ¿ no change of post-operative care. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area with a green reload loaded in open position and some staples no properly formed could be observed stuck on the washer of reload. Based on the photo the event describe of malformed staples is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a bowel resection, surgeon was using contour stapler on bowel, he fired it, then the stapler wouldn¿t open, it appeared to be jammed. Surgeon tried a few times to release the stapler from the bowel, it would not release. Eventually, after many tries, the staplers released the tissue, but only on one side, luckily, the side that was still stuck, was the specimen side. The scrub nurse then pulled the specimen from the stapler, there were a lot of misshaped staples. Surgeon has been using this device for years. Report states that there was no apparent harm to the patient.